Manufacturer narrative:
Stryker evaluated the customer's device and observed the reported issue. Review of the device's electronic data indicated the user interrupted the software update, which is the cause of the reported issue. The customer received a replacement device and this device was archived by stryker.

Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation, stryker observed the device gets stuck in the boot cycle and freezes. In this state the device would be inoperable and defibrillation therapy would not be available if it was needed. There was no patient involvement reported with the event.